Event description:
It was reported that following subcutaneous implantable cardioverter defibrillator (s-ICD) implant, the patient had a pneumothorax. The pneumothorax was successfully drained. This device remains in service. No additional adverse patient effects were reported.